Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) and device monitoring procedure not performed "she did not had essure confirmation test". The patient's past medical history included pregnancy (date of birth (B)(6)2011). On (B)(6)2011, the patient had essure inserted. In (B)(6)2012, the patient experienced abdominal pain upper ("sharp pain in my stomach") and muscle spasms ("muscle spasms in my back"). In (B)(6), the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) severe cramps"), dyspareunia ("dyspareunia (painful sexual intercourse) I would have to stop having sex") and menorrhagia ("I had heavier periods with the essure device 7-10 days"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgical removal of coil(s) bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain upper, muscle spasms, migraine, headache, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. The plaintiff experienced two previous pregnancy episodes captured under the cases (B)(4) and (B)(4) respectively. Most recent follow-up information incorporated above includes: on (B)(4)2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history updated. Essure removal date updated from (B)(4)2012 to (B)(4)2016. Events abdominal pain upper, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pregnancy with contraceptive device, device monitoring procedure not performed, device ineffective were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), pregnancy with contraceptive device ("pregnancy (no complications)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient (gravida 3, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014 and device monitoring procedure not performed "she did not had essure confirmation test". The patient's past medical history included pregnancy (date of birth (B)(6) 2011). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain upper ("sharp pain in my stomach") and muscle spasms ("muscle spasms in my back"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping) severe cramps"), dyspareunia ("dyspareunia (painful sexual intercourse) I would have to stop having sex") and menorrhagia ("I had heavier periods with the essure device 7-10 days"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgical removal of coil(s) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain upper, muscle spasms, migraine, headache, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. The plaintiff experienced two previous pregnancy episodes captured under the cases (B)(4) respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.